Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is an essure metal coil in the infundibulum of the fallopian tubes bilaterally') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included uterine bleeding, adenomyosis, menorrhagia and fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed/total laparoscopic hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Reporter information , patient details , other relevant history , auto-narrative supplement added. Event : " essure removed" updated to " there is an essure metal coil in the infundibulum of the fallopian tubes bilaterally". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is an essure metal coil in the infundibulum of the fallopian tubes bilaterally') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, adenomyosis, menorrhagia and fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed/total laparoscopic hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and uterine leiomyoma outcome was unknown. The reporter considered device dislocation, menorrhagia and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc (product technical complaint). New event added: menorrhagia, fibroids from previous follow up dated (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.